Manufacturer narrative:
B5: information added. H6: patient code updated from no clinical signs, symptoms, or conditions to stroke/cva.

Event description:
It was reported a leak and implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. 90 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the closure device was in a more proximal position with open leaks under the fabric. The physicians successfully percutaneously retrieved the closure device from the patient using a non-boston scientific retrieval device and watchman trusteer access system (was). A sentinel cerebral protection system (cps) was placed. Several attempts were made to retrieve the closure device before it was successful, due to the device being engaged onto tissue within the laa. An effusion sweep was done at the end of the procedure, and no pericardial effusion was noted. The septum tissue had a 1.3 cm atrial septal defect (asd), so a non-bsc device was implanted to close this atrial septal defect. The procedure was concluded, and the patient was hospitalized overnight for observation, and is expected to discharge the following day post retrieval procedure. It was further reported that the leak was not measured. The patient had a cerebral vascular accident (cva) in recovery post watchman closure device retrieval procedure. The patient has recovered and discharged from the hospital post retrieval procedure. There is no plan for reimplant with any laa closure device.

Event description:
It was reported a leak and implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. 90 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the closure device was in a more proximal position with open leaks under the fabric. The physicians successfully percutaneously retrieved the closure device from the patient using a non-boston scientific retrieval device and watchman trusteer access system (was). A sentinel cerebral protection system (cps) was placed. Several attempts were made to retrieve the closure device before it was successful, due to the device being engaged onto tissue within the laa. An effusion sweep was done at the end of the procedure, and no pericardial effusion was noted. The septum tissue had a 1.3 cm atrial septal defect (asd), so a non-bsc device was implanted to close this atrial septal defect. The procedure was concluded, and the patient was hospitalized overnight for observation, and is expected to discharge the following day post retrieval procedure. It was further reported that the leak was not measured. The patient had a cerebral vascular accident (cva) in recovery post watchman closure device retrieval procedure. The patient has recovered and discharged from the hospital post retrieval procedure. There is no plan for reimplant with any laa closure device. It was further reported the likely mechanism of the cva was thromboembolic. The cva symptoms began one day post index laa closure procedure and included weakness of the right extremities that persisted for four days. No intervention was performed in regard to the cva. The patient remained hospitalized for a few additional days in response to the cva and symptoms resolved. During the watchman closure device retrieval procedure, there was a possible embolic particle noted and there was difficulty in removing the migrated closure device from the atrium. During the laa closure index procedure, heparin was given for coagulation and the activated clotting time (act) always remained within range.

Manufacturer narrative:
Media was received and reviewed by a bsc quality engineer, medical safety, and clinical specialists. The media review for implant movement and implant did not seal concluded: challenging to assess pass criteria due to low imaging quality but appears to be proximal position at implant. Can confirm movement/shift but cannot state that pass was not met. The reported allegations are a well-known risk related to the use of the device or the procedure. H6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device. H6: evaluation result code updated from no findings available to leakage/seal and operational problem identified. H6: evaluation method codes added: analysis of data provided by user/third party.

Event description:
It was reported a leak and implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. 90 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the closure device was in a more proximal position with open leaks under the fabric. The physicians successfully percutaneously retrieved the closure device from the patient using a non-boston scientific retrieval device and watchman trusteer access system (was). A sentinel cerebral protection system (cps) was placed. Several attempts were made to retrieve the closure device before it was successful, due to the device being engaged onto tissue within the laa. An effusion sweep was done at the end of the procedure, and no pericardial effusion was noted. The septum tissue had a 1.3 cm atrial septal defect (asd), so a non-bsc device was implanted to close this atrial septal defect. The procedure was concluded, and the patient was hospitalized overnight for observation, and is expected to discharge the following day post retrieval procedure. It was further reported that the leak was not measured. The patient had a cerebral vascular accident (cva) in recovery post watchman closure device retrieval procedure. The patient has recovered and discharged from the hospital post retrieval procedure. There is no plan for reimplant with any laa closure device. It was further reported the likely mechanism of the cva was thromboembolic. The cva symptoms began one day post index laa closure procedure and included weakness of the right extremities that persisted for four days. No intervention was performed in regard to the cva. The patient remained hospitalized for a few additional days in response to the cva and symptoms resolved. During the watchman closure device retrieval procedure, there was a possible embolic particle noted and there was difficulty in removing the migrated closure device from the atrium. During the laa closure index procedure, heparin was given for coagulation and the activated clotting time (act) always remained within range.

Event description:
It was reported a leak and implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. 90 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its implanted position. Despite remaining within the laa, the closure device was in a more proximal position with open leaks under the fabric. The physicians successfully percutaneously retrieved the closure device from the patient using a non-boston scientific retrieval device and watchman trusteer access system (was). A sentinel cerebral protection system (cps) was placed. Several attempts were made to retrieve the closure device before it was successful, due to the device being engaged onto tissue within the laa. An effusion sweep was done at the end of the procedure, and no pericardial effusion was noted. The septum tissue had a 1.3 cm atrial septal defect (asd), so a non-bsc device was implanted to close this atrial septal defect. The procedure was concluded, and the patient was hospitalized overnight for observation, and is expected to discharge the following day post retrieval procedure.